Event description:
On (B)(6) 2024 a patient in belgium underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. It was reported that the patient "is lacking vitamins" and is experiencing weight loss and intermittent leakage at the stoma site. The patient's family member reports "stoma, in my opinion, is infected." On an unknown date, the patient was hospitalized for fifteen days, for the treatment of an unknown complication with the stoma site. Specific treatment was not provided. The device remains implanted.

Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.